Manufacturer narrative:
Photographs were received for evaluation. Photographs show the applicator inside the original opened package. The ampoules/glass can not be observed due to the thick opaque plastic body of the applicator or the ampoules may be missing. For this complaint, the ampoules will be assumed as missing, due to no highlight orange coloring observed on the foam tip or lidding. As a result, the failure mode has been verified with this evaluation. The product is assembled on an automated machine which loads the ampoules into the applicator body cavity and confirms the ampoule presence by sensors. The ampoule sensors are cleaned and tested as part of the preventive maintenance procedure. The root cause is the equipment which assembles the product. Production record review has been completed with batch/lot 0136416 and no non-conformances. See narrative below.

Event description:
Material no.: 930815 batch no.: 0136416. It was reported that there was no solution in the applicator. Per email: from account 1001032252. Product did not have any highlight orange coloring. Labeled as highlight orange.

Manufacturer narrative:
Pr 2010036 initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Patient problem code: 2692. Device problem code: 2895.

Event description:
Material no.: 930815; batch no.: 0136416. It was reported that there was no solution in the applicator. Per email: from account#: (B)(4), the product did not have any highlight orange coloring. Labeled as highlight orange.